Event description:
It was reported patient had a micl 12.1 mm implantable collamer lens implanted in the left eye on (B)(6) 2011. As part of the (B)(4) study, the patient reported experiencing high pressure within first week after implant procedure. The doctor's office was contacted and stated the patient experienced angle closure. The doctor did a repeat laser iridotomy procedure. The patient last visit was on (B)(6) 2011. The ocular condition has been resolved and the prognosis is good. The icl remains implanted. See MFR# 2023826-2012-00067 for left eye.

Manufacturer narrative:
Patient (B)(4) secondary surgery. (B)(4). Method: lens work order search medical review. Results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review: review of this file indicates that the patient experienced increased intraocular pressure post-icl implantation. This adverse event is commonly caused by either retained viscoelastic or non-patent peripheral iridotomies. The surgeon is advised to burp the paracentesis incision and observe for subsequent pressure rise, or enlarge the peripheral iridotomies if they are deemed to be closed. Either way, this condition is usually temporary and resolves after the above interventions are performed. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Conclusions: (no device failure). Based on the medical review, it was determined that there was no device failure.

Manufacturer narrative:
Conclusions: based on the complaint history, work order search, a specific root cause of this event could not be determined. (B)(4). Product was not returned.

Event description:
Additional information: the patient reported he was first diagnosed with the cataract on (B)(6) 2012. The icl was extracted and cataract surgery was performed on (B)(6) 2013. Further information has been requested from the doctor's office but none has been forthcoming.

Manufacturer narrative:
Medical review: od: reported by patient, icl was explanted almost two years after implantation to address decrease in visual acuity due to a cataract development. Cataract was removed at the same surgery date. No reported postoperative sequelae. Despite multiple attempts no information about this event was received from the surgeon. After icl implantation, in 2011, the patient was surgically treated for raised iop caused by angle closure but that issue resolved and patient prognosis was good. It should be noted that following icl implantation only 6-7% percent of patients develop a cataract but only in 1-2 % cataract progresses to clinically significant especially in older patients and high myopes. Conclusions: based on the complaint information, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).